Event description:
Tip of handheld cautery broke off during use. Tiny metal wire end removed from within defect with force. Able to visualize entire surgical field - no remaining foreign body in site.